Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain pelvic pain') and ovarian cancer ('tumor/teratoma/cancer: ovarian cancer') in a 43-year-old female patient who had essure (batch no. 709964- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included ovarian carcinoma, overweight and omentectomy. Concurrent conditions included bloating, constipation, ex-smoker (quit (B)(6) 2018.), peritoneal adhesions, mass, hemoperitoneum and edema. Family history included prostate cancer (father), bladder cancer (grandmother), lung cancer (mother), leukemia (brother) and colon cancer (brother). Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010 for arthritis, salbutamol (albuterol) from (B)(6) 2016 to (B)(6) 2018 for asthma, citalopram from (B)(6) 2016 to (B)(6) 2018 for depression, omeprazole from (B)(6) 2016 to (B)(6) 2018 for gerd as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2010 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problem: mental anguish"), depression ("psychological or psychiatric problem: depression"), female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"), migraine ("migraines/headaches"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gerd") and was found to have ovarian cancer (seriousness criterion medically significant) and weight increased ("weight gain/ loss (specify which one) gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on 28-jun-2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the ovarian cancer, menstrual disorder, anxiety, depression, female sexual dysfunction, migraine, fatigue, weight increased, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder and nausea outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, menstrual disorder, migraine, nausea, ovarian cancer, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:"abdominal pain, depression, gerd, pelvic pain". The lot number reported 709964 is not valid. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received: outcome of previously reported event pelvic pain/ pain pelvic pain and abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal) recovered was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain pelvic pain') and ovarian cancer ('tumor/teratoma/cancer: ovarian cancer') in a 43-year-old female patient who had essure (batch no. 709964- not ) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included ovarian carcinoma, overweight and omentectomy. Concurrent conditions included bloating, constipation, ex-smoker (quit (B)(6) 2018.), peritoneal adhesions, mass, hemoperitoneum and edema. Family history included prostate cancer (father), bladder cancer (grandmother), lung cancer (mother), leukemia (brother) and colon cancer (brother). Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010 for arthritis, salbutamol (albuterol) from (B)(6) 2016 to (B)(6) 2018 for asthma, citalopram from (B)(6) 2016 to (B)(6) 2018 for depression, omeprazole from (B)(6) 2016 to (B)(6) 2018 for gerd as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2010 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problem: mental anguish"), depression ("psychological or psychiatric problem: depression"), female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"), migraine ("migraines/headaches"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gerd") and was found to have ovarian cancer (seriousness criterion medically significant) and weight increased ("weight gain/ loss (specify which one) gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving and the ovarian cancer, menstrual disorder, menorrhagia, vaginal haemorrhage, anxiety, depression, female sexual dysfunction, migraine, fatigue, weight increased, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, menstrual disorder, migraine, nausea, ovarian cancer, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:"abdominal pain, depression, gerd, pelvic pain". The lot number reported 709964 is not valid. Most recent follow-up information incorporated above includes: on 30-jul-2019: update of information (batch is not valid). No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain pelvic pain') and ovarian cancer ('tumor/teratoma/cancer: ovarian cancer') in a 43-year-old female patient who had essure (batch no. 709964) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included ovarian carcinoma, overweight and omentectomy. Concurrent conditions included bloating, constipation, ex-smoker (quit (B)(6) 2018.), peritoneal adhesions, mass, hemoperitoneum and edema. Family history included prostate cancer (father), bladder cancer (grandmother), lung cancer (mother), leukemia (brother) and colon cancer (brother). Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010 for arthritis, salbutamol (albuterol) from (B)(6) 2016 to (B)(6) 2018 for asthma, citalopram from (B)(6) 2016 to (B)(6)2018 for depression, omeprazole from (B)(6) 2016 to (B)(6) 2018 for gerd as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2010 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problem: mental anguish"), depression ("psychological or psychiatric problem: depression"), female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"), migraine ("migraines/headaches"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gerd") and was found to have ovarian cancer (seriousness criterion medically significant) and weight increased ("weight gain/ loss (specify which one) gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving and the ovarian cancer, menstrual disorder, menorrhagia, vaginal haemorrhage, anxiety, depression, female sexual dysfunction, migraine, fatigue, weight increased, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, menstrual disorder, migraine, nausea, ovarian cancer, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:"abdominal pain, depression, gerd, pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)¸ depression, mental anguish, apareunia (inability to have sexual intercourse), migraine / headache, ovarian cancer¸ fatigue, weight gain, gerd, abdominal pain, back pain, bladder or urinary problems or changes, nausea, she did not undergo confirmation test. Reporter information, medical history, concomitant drug, events onset date, event outcome, race, essure removal date were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.